Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, mid left anterior descending artery (lad), the 2.75 x 15 nc trek rx balloon dilatation catheter (bdc) was inserted on the guide wire but the shaft outside the anatomy bent then became separated during advancing. The bdc was removed off the guide wire without event. A non-abbott bdc was used and a stent was deployed in the procedure. Patient outcome was reported as good. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.